Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 2421 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. - lot no changed from blank to pd1c09302011. Expiration date changed from blank to 3/30/2022. Unique identifier (UDI) # changed from (B)(4). Device mfg date changed from blank to 9/30/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported hyperglycemia, needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pink slide did not move forward, after wearing the pod on the abdomen between 36 and 48 hours, indicating a failure of the needle mechanism. The patient's blood glucose levels were affected, reaching up to 18 mmol/l (324 mg/dl). A new pod was applied.